Event description:
The complainant alleges "on (B)(6) 2024, the doctor had an issue with item # es07 extended ball electrode 5 mm lot 1222u (blue coating started burning and falling off during the procedure) 6:30 am laparoscopy case. The patient was safe and the nurse and surgeon were able to retrieve all of the blue residue from the patient."

Manufacturer narrative:
Lot number and pictures were provided for the investigation. After obtaining additional information from the reporter, the root cause is determined to be multiple user errors. A high power setting was used, for an unknown duration. A cold knife was used to remove eschar. These all go against the IFU inforamtion, which states that using the coated electrode at a high power setting may cause damage to the coating, the lowest possible power setting should be used which achieves the desired effect, and damage to the coating may occur if an abrasive or sharp object is used to clean the electrode. This should be considered the final report. However, if additional relevant information is identified, it will be submitted in a supplemental report.